Manufacturer narrative:
The facility reported that the transport chair fell backwards when a patient sat in it. The patient was treated for an injury and released from the ER. The reported injury and treatment is unknown. It is unknown if the brakes were engaged. It is unknown if there were anti-tippers on the transport chair. The sample was not returned for evaluation and a root cause has not been determined. The owner's manual addresses center of gravity, balance and stability. It indicates that the center of gravity must be maintained and that the loss of proper balance may cause the transport chair to tip over. The transport chair manual also states that it is recommended to use with an anti-tip device. We cannot rule out user error as a potential root cause. Due to the reported injury and in an abundance of caution, this medwatch is being filed.

Event description:
The facility reported that the transport chair fell backwards and the patient was treated and released.